Manufacturer narrative:
(B)(4). Eval by the carefusion field service technician is anticipated but has not yet begun.

Event description:
The customer reported that while in pt use, the ventilator had a volume discrepancy of set 550ml and vte 356ml. No pt harm.